Manufacturer narrative:
Block b5 was updated based on the additional information received on march 19, 2024. Imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. An ultraflex tracheobronchial stent was received for analysis. Visual examination of the returned device found the stent was partially deployed. Additionally, the shaft was noted to be kinked and the tip was not returned as it was detached. Functional inspection was performed by pulling the finger ring and no resistance was felt. No other problems were noted to the stent. Product analysis confirmed the reported events of stent partially deployed, shaft kinked, and tip detachment. It is most likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failures. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was to be implanted in the airway for palliative treatment during a tracheobronchial (tb) stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent did not deploy correctly. The stent was removed from the patient, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a review of the provided photo of the complaint device revealed that the stent was partially deployed on the delivery system, the shaft appeared kinked, and the tip was noted to be detached. ***additional information received on march 19, 2024*** in the physician's assessment, the tip of the device was detached outside the patient.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was to be implanted in the airway for palliative treatment during a tracheobronchial (tb) stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent did not deploy correctly. The stent was removed from the patient, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a review of the provided photo of the complaint device revealed that the stent was partially deployed on the delivery system, the shaft appeared kinked, and the tip was noted to be detached.